Event description:
It was reported that the patient experienced lightheadedness. The right ventricular lead exhibited noise. The noise was reproducible with movement. The lead was capped and replaced on (B)(6) 2013.